Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: (death); (pre-operative rupture); (device was used to treat a pre-operative rupture).

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the talent stent graft was successfully implanted; however, two days post-implantation, the patient expired due to large amount of blood loss from the ruptured aneurysm. No further information has been provided.